Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that there was no hole in the hose. Therefore the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the motor had low rpm's. This was caused by normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing of the sets, it was discovered that the motor device hose had a hole in it. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm). There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.